Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient encountered a bent cannula upon changing the set and it did not go through the body. The duration of use of infusion set was less than a minute. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.